Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the endoscope image was blurry during surgery, and it was determined that the cause was the scope. Blurry images lead to difficulty in stone identification and lithotripsy. According to the surgeon's report, it (the prolongation) took more than 30 minutes".